Event description:
Air care helicopter was called to transfer patient with necrotizing pancreatitis from outside hospital to receiving hospital. Ventilator placed on patient by air care team at local hospital. Patient transferred by ambulance to airport and air flighted to receiving hospital. Helicopter landed on receiving hospital rooftop heliport and moved into elevator for transfer to surgical intensive care unit (sicu). Ventilator was hung on the right side head of cart by the push handle. During transport patient's oxygen saturations noted to be decreasing, but the ventilator did not alarm. Visual inspection of vent noted that the tubing connecting the ventilator and patient was kinked and cracked. It appeared that the kinked area was located between the ventilator case and the gurney. The ventilator likely did not alarm because there was enough pressure. The low pressure alarm did not go off but there was enough loss of pressure through the crack so that the high pressure alarm did not go off. Oxygen sats continued to drop as per the monitor. An ambu bag was retrieved from the nearby operating room and a code blue was called. The patient coded due to respiratory problems. The patient was transferred to sicu and likely suffered anoxic brain injury.